Manufacturer narrative:
The actual complaint parts hasn't been returned by the complainant. The DHR was revised and the parts were made to specification. Failure to osseointegrate is a known inherent risk of the procedure.

Event description:
The dentist reported that the implant failed or failed to osseointegrate.